Event description:
Customer reported an over infusion of lactated ringers in labor & delivery. Volume to be infused was 1000ml at 125 ml/hr. The nurse reports she walked into the room after one (1) hour and noticed that the bag was empty. She hung another 1000ml bag of lactated ringers. She attempted to re-program device, but noticed it continued to "free flow". Customer reports pt had good urine output, no pt harm, no changes in vital signs and no medical intervention. Devices involved have been requested, but have not been received as of the date of this report. Will send a follow up report if devices are received and when investigation is complete.

Manufacturer narrative:
.